Event description:
It was reported that during a lap wedge resection, the device could not cut the target tissue even though the device was fired on the lung parenchyma. Another device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Firing trigger teeth on which firing(s) did this event occur (1st, 2nd, 8th, etc.)---1st. What color cartridge was being used? ---blue. What other color cartridges were used before and after this event? ---the device was not used after this event. Was buttressing material utilized? If so, which product? ---no. Was the instrument fired across or near an existing staple line or clip? ---no. Were any unexpected noises heard? If so, when? ---no information. Were any of the forces higher or lower than expected (closing, firing, or opening)? ---no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---yes. Was there any difficulty removing the device from the tissue? ---no. Is there any other additional information you would like to share about this device or procedure? ---the staples were deployed, but it was unknown how the staples were formed. The analysis results found that the 6tb45 device was returned with the firing mechanism damaged as the knife and wedges were exposed. There was no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached of what cause the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur, the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis.